Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Per package insert loosening and poor range motion are a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Item 42532006702 lot 64346016, item 42542006702 lot 64507513, item 42560007514 lot 64729078. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00195.

Event description:
It was reported that a patient had a total knee arthroplasty and 11 months after the procedure the patient was revised due to loosening and limited range of motion. During the procedure after the surface trial was inserted, the patient¿s patella ligament was damaged and staples were used to fix the ligament. Attempts have been made and no further information has been provided.